Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when patient presented in clinic during a routine follow up, noise was observed. All electrical parameters were normal. Physician noted they programmed a monitor zone to look for any more events. Patient to be monitored. Lead remains implanted.